Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was intended to be implanted within a malignant esophageal stenosis on (B)(6), 2011 during a stent placement procedure. According to the complainant, during the procedure, under fluoroscopic guidance the ultraflex esophageal covered stent was half way deployed within the target lesion when resistance was noted in the deployment suture. Additional force was applied to the deployment suture in an attempt to release the stent; however, subsequently the suture broke. The partially deployed stent was removed from the patient on the delivery catheter. A second ultraflex esophageal covered stent was used to complete the procedure without any patient complications. The patient's condition was reported to be stable at the conclusion of the procedure.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was intended to be implanted within a malignant esophageal stenosis on (B)(6), 2011 during a stent placement procedure. According to the complainant, during the procedure, under fluoroscopic guidance the ultraflex esophageal covered stent was half way deployed within the target lesion when resistance was noted in the deployment suture. Additional force was applied to the deployment suture in an attempt to release the stent; however, subsequently the suture broke. The partially deployed stent was removed from the patient on the delivery catheter. A second ultraflex esophageal covered stent was used to complete the procedure without any patient complications. The patient's condition was reported to be stable at the conclusion of the procedure.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device revealed that the distal end of the stent was partially deployed by 64 mm. The deployment suture thread had broken at approximately 1240 mm distal to the where the thread was attached to the yellow pullring. Microscopic examination of the thread noted that it appeared frayed at the point of break. Functionally, it was possible to retract the remainder of the deployment suture thread and deploy the stent without issue. The shaft was kinked at approximately 280 mm proximal to the distal tip. No other issues were noted with the device. Based on the condition of the returned device and the evaluation conducted, it is likely that anatomical/procedural factors encountered during the procedure may have hindered the device¿s performance. Therefore, the most probable root cause of the reported issues is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.